Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing had disconnected from the trifuse could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because no lot number was provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 3ss cv tubing disconnected, had air bubbles, and was occluded. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the customer that the IV pump alarmed ail twice; however, when pump checked by the nurse, no air bubbles were noted in the tubing. Shortly thereafter, the albumin alarmed occlusion and upon inspection, it was noted the tubing had disconnected from the trifuse. Verbatim: patient's IV pump had alarmed air in line 2 times. I checked the pump, removed and replaced the tubing and restarted the pump both times. I did not notice any air bubbles in the tubing that warranted the alarm. I then started her albumin infusion, which was due. Very shortly (within a minute), the albumin was alarming occlusion patient side. At this time I traced the line to the patient, and discovered that the aquaguards closer to her appeared wet. Upon further investigation, I saw the lr pump tubing had disconnected from the trifuse. I clamped her red lumen and stopped the lr and albumin. I had my charge rn come assist me as I talked through what to do and how to best proceed. I saline locked her red lumen and med requested both a new bag of lr and a new dose of albumin. Even though none of the albumin had really even gone into the tubing, since it had touched the line we agreed a new dose should be dispensed from pharmacy. Upon closer examination of the trifuse, nothing appeared cracked or broken. When we attempted to rethread the lr onto the trifuse, the tubing again disconnected itself. As so as you let go of the connection, the tubing would unwind, thereby dislodging itself from the leur-lock. As an experiment, we took a fresh microclave and attached the lr tubing to that cap. Again the tubing untwisted and popped itself off.